Event description:
It was reported that the physician mentioned that a couple of times lately, he has had an issue with the smaller sized xience skypoint balloon sticking to the stent during the initial inflation. The physician trouble shoots by advancing to the target lesion and then pulling back a little on the delivery system and eventually he gets the balloon to let go of the stent and can implant the stent without issue. He also mentioned that he sometimes uses the balloon for post-dilatation without any issue with the balloon and that the main issue occurs during the initial inflation when deploying the stent. No additional information was provided.

Manufacturer narrative:
Date of event - estimated the unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulty deploying the stent (difficult or delayed activation). There is no indication of a product quality issue with respect to manufacture, design or labeling.